Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)") and device expulsion ("migration of implant/ migration of essure device location of device: outside of fallopian tube into uterus") in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage. Concurrent conditions included atrial tachycardia and anesthesia. Concomitant products included cetirizine hydrochloride (zyrtec) and flecainide. On (B)(6) 2011, the patient had essure inserted. In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), ovulation pain ("sharp pain during ovulation") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c) and surgery (salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, ovulation pain, dyspareunia and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, ovulation pain, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events dysmenorrhea, she did not undergo essure confirmation test and device expulsion were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)") and device expulsion ("migration of implant/ migration of essure device location of device: outside of fallopian tube into uterus") in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage. Concurrent conditions included atrial tachycardia and anesthesia. Concomitant products included cetirizine hydrochloride (zyrtec) and flecainide. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), ovulation pain ("sharp pain during ovulation") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c) and surgery (salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, ovulation pain, dyspareunia and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, ovulation pain, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)") and device expulsion ("migration of implant/ migration of essure device location of device: outside of fallopian tube into uterus, migration of device- location of device") in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage. Concurrent conditions included atrial tachycardia, anesthesia and cholelithiasis. Concomitant products included cetirizine hydrochloride (zyrtec) and flecainide. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), ovulation pain ("sharp pain during ovulation"), weight increased ("weight gain") and uterine leiomyoma ("leiomyomatous"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c, hysterectomy(full), tubal ligation) and surgery (salpingectomy (bilateral removal of fallopian tubes), d&c, tubal sterilization with filshie clips). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, ovulation pain, dyspareunia, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, ovulation pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), leiomyomatous. Concomitant condition was added. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube)") and device expulsion ("migration of implant/ migration of essure device location of device: outside of fallopian tube into uterus,migraton of device- location of device") in an adult female patient who had essure (batch no. 823468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "ablation performed concomitantly with essure insertion". The patient's past medical history included miscarriage and gastric disorder. Concurrent conditions included atrial tachycardia, anesthesia, cholelithiasis, nausea, fibroids, ovulation bleeding, endometrial polyp and abdominal pain. Concomitant products included cetirizine hydrochloride (zyrtec), flecainide and nsaid's. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), ovulation pain ("sharp pain during ovulation"), weight increased ("weight gain") and uterine leiomyoma ("leiomyoatous"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), d&c,hysterectomy(full),tubal ligation) and surgery (salpingectomy (bilateral removal of fallopian tubes),d&c,tubal sterlization with filshie clips). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain lower, ovulation pain, dyspareunia, weight increased, dysmenorrhoea, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, ovulation pain, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: on (B)(6) 2012 MRI of the pelvis revealed, right sided essure displaced medially malpositioned and centered within the uterine fundus with the medial aspect located within the endometrium properly positioned left essure device noted. Positioned left essure device noted. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia, dysmenorrhea, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received. Event added: ablation performed concomitantly with essure insertion. Reporter's information, concomitant drug, concomitant disease, historical disease and lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), ovulation pain ("sharp pain during ovulation"), dyspareunia ("painful intercourse") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain lower, ovulation pain, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, ovulation pain, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.